Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The constant close door alarms were reproduced and confirmed eval. Eval also found the force required to secure the door to be above expected levels due to backed out mechanical assembly screws. When the screws were tightened, the door performed as expected. The mechanical assembly screws were replaced.

Event description:
It was reported that a spectrum pump had constant close door messages. Any pt involvement, injury or medical intervention is unk.